Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was to get MRI information. The caller indicated that the patient fell and cracked the device so it was explanted and the lead was left implanted. The caller did not have other details about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. Additional information was received from the hcp. The hcp reported that the patient was needing an MRI. The hcp was looking too verify what was currently implanted as the patient reported that they "fell and broke the stimulator so it was removed." The hcp noted that the patient couldn't activate MRI mode but was unable to clarify further and had no other details regarding reported event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.